Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. In turn, the patient underwent surgical intervention where lead diagnostic testing revealed invalid impedance measurements. As a result, the physician explanted and replaced the patient's lead. Therapy was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for loss of stimulation. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken and a compression mark. The compression mark and breakage on the lead when align correspond to distal end of a swift lock anchor sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.